Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending. Additional reporter: (B)(6).

Event description:
The event involved a microclave¿ connector where it was reported the infusion connector was connected to the peripherally inserted central catheter (PICC) tube to give the patient infusion. Leakage was found at the infusion connector during the infusion process. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.